Event description:
It was reported the customer was hospitalized for low blood glucose. The customer stated she was sleepy, extremely tired and weak before her hospitalization. Troubleshooting was performed and found the radio frequency communicator was not on due to the set up on the pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.